Event description:
It was reported that during a follow-up visit, egms showed episodes of noise reversion. Oversensing due to the noise was also noted. The patient was admitted for lead revision. The physician noted a lead fracture at the proximal end of the lead. The procedure was abandoned due to the inability to advance a wire into the vein alongside the lead. The pocket was closed, tachy therapy turned off, and the patient was transferred to another hospital for laser lead extraction. The next week, the lead was successfully explanted and replaced. It was noted that the patient was a fisherman and had fallen over a trap, impacting the area of the device. Patient was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.external insulation abrasion was noted at 11.3-11.8cm from the connector pin, consistent with lead friction to the device can. The etfe coating was abraded at this location, consistent with the field observation of noise.